Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was not providing adequate therapy and was inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention took place on (B)(6) 2021 and the ipg was explanted and replaced.